Manufacturer narrative:
(B)(4) - stuck in ack 1 of 3 status. Re-submitting (B)(4) 2015 as a supplemental. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Because the jaw was detached not all mechanical testing could be performed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that they were having an error and would not reset during a bowel surgery. Customer had tried five different devices. Procedure was completed using ligasure. No patient consequences. Surgeon advised that the top jaw fell off and remains in the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Because the jaw was detached not all mechanical testing could be performed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that they were having an error and would not reset during a bowel surgery. Customer had tried five different devices. Procedure was completed using ligasure. No patient consequences. Surgeon advised that the top jaw fell off and remains in the patient.